Manufacturer narrative:
A4 - weight: 72.5 kg d2b - pro code (product code): fge, lit e1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon pinhole was noted. The 65% stenosed target lesion was located in the mildly tortuous and mildly calcified brachial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon could not inflate by applying pressure with the pressure pump. Upon checking, a pinhole was noted on the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.